Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6)2010. The site has indicated that the incident sample is not available for investigation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a partial gastrectomy, oozing under 200cc occurred although an end tone, indicating a completed seal cycle, was heard. A clip was used to stop the bleeding. There was no patient injury.